Event description:
The customer reported that during an hiv-1 p24 antigen assay, the patient ID in position h1 was read. No death or serious injury was associated with this event. An ortho field service engineer was dispatched. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 98-02650-06.